Manufacturer narrative:
An event of endocarditis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that at the time of explant the 25mm sewing cuff was unable to be excised due to coverage with the patient's tissue and that the patient had a history of endocarditis and infection with e. Coli in her urine. The 25mm trifecta valve was replaced with a 21mm trifecta valve.

Event description:
In 2013, a 25mm trifecta valve was implanted. On an unknown date, the patient presented with fever and increased c-rp and infective endocarditis was diagnosed. In (B)(6) 2018, the valve was explanted and replaced with a 21mm trifecta valve. At the time of explant, part of the 25mm valve sewing cuff was left implanted as it was completely covered with the patient's tissue. Additionally, the lcc was observed to be disserted. The patient had a history of infection with e. Coli in her urine. Post-operatively, the patient is reported to be stable in the ICU. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.